Manufacturer narrative:
(B)(4). Initial MDR mailed on (B)(6) 2014. On (B)(6) 2014, the customer, (B)(4) inc, (B)(4), reported that during a clinical procedure, when the patient support is moved horizontally towards the gantry, the rear of the patient support does not reach the limit. As a result of this, if the footholder is installed for a procedure and the couch lowered, the footboard intermittently touches the gantry. There was no harm to a patient, operator or bystander as a result of this issue. The customer contacted philips service to inform them of the issue and a field service engineer (fse) was dispatched. The fse arrived on site and confirmed the allegation of the customer. The fse confirmed that there was no collision between the gantry and the footholder or a crack on either surfaces; the footholder was just touching the gantry surface. The fse also stated that when the operator discovered the issue, they were taking additional care while lowering the patient support to ensure that the footholder did not collide with the gantry until philips service arrived. Upon inspection of the system, the fse stated that the issue occurred due to an improper calibration that was done after a service activity on (B)(6) 2015. During this service, the fse replaced the absolute encoder and positive limit switch for a "gantry cannot comply" error. After completing the service, the fse did not calibrate the absolute encoder properly, which led to the patient support not reaching the limit and the footboard touching the gantry on (B)(6) 2014. The fse adjusted the footholder and calibrated the absolute encoder correctly and tested the system. The same issue occurred again at the site on (B)(6) 2014, where the customer reported that the table is not moving all the way in the outward direction to its limit before it can be moved in the downward direction. In this case, the fse adjusted the absolute encoder and rear limit switch to resolve the issue. This event is addressed by a subsequent complaint. There was no part replacement and no bug reports/log files were provided for engineering evaluation. Since no bug reports/log files were provided for an engineering evaluation, a root cause could not be determined by engineering. Based on the troubleshooting activities and statements of the fse, the probable cause of the events could be improper alignment and calibrations of the absolute encoder and the limit switches. CT engineering investigated the issue and determined it to be acceptable risk. Planning a scan beyond surview limits towards the in direction is limited to 100mm out of the surview boundaries. In addition, in case the plan box is out of surview boundaries in the in direction by any value between 20 to 100mm, a warning to the user is displayed, in the current language, to watch the patient. This shall include planning a continued scan limit couch and tilt motion. Limit scan planning to maintain finger clearance. When a motion is commanded, the system (tilt and couch) verifies the commanded motion is executed or motion is stopped. Emergency stop controls on the gantry panels and CT operation box removes power from motion system within 0.5 seconds and stops horizontal motion within 10mm per iec (B)(4). Couch horizontal motion shall shutdown if a linear force greater than 40 pounds for standard or low sag couches; or 70 pound for bariatric or extended couches is encountered while moving. Instruction in instruction for use to watch patient during all movement. During a scan, the system (cirs) checks that the couch moves in the planned direction. Scan is stopped if the wrong motion is detected specify, design, inspect and test patient table motion and data acquisition subsystem designs per established development standards. Patient table braking in emergency situation complies with iec-(B)(4) regulations. Table horizontal motion stops in less than 10mm even at speeds as high as 200mm/sec. Specify, design, inspect and test to meet iec (B)(4)/ ul (B)(4) clause 23 regulations. Design employs no sharp corners or projecting parts. When the couch has the bedrock configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. Also, if this malfunction were to recur following a patient procedure, and a collision would occur with the foot extension of the patient support to the gantry due to vertical encoder string becoming unseated, the e-stop would open halting the procedure. The operator may remove the patient from the system in a controlled fashion. The trained professional may determine that a rescan is required which is considered minor harm. The fse adjusted the footholder and calibrated the absolute encoder correctly and tested the system. Since no bug reports/log files were provided, a root cause could not be determined. Based on the troubleshooting activities and statements of the fse, the probable cause of the events could be improper alignment and calibrations of the absolute encoder and the limit switches.

Manufacturer narrative:
(B)(4). Internal cross reference: (B)(4). Initial MDR mailed on november 25, 2014.

Event description:
In this case the customer reported when the table is moved horizontally towards the rear it does not reach the rear limit. If the footboard is installed and the couch lowered, the footboard intermittently touches the gantry. A philips field service engineers (fse) confirmed there was no harm to a patient or operator as a result of this issue. The fse replaced the outer limit switch to resolve the issue.